Manufacturer narrative:
Device evaluation ((B)(6)2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was not duplicated. Problem was found in the event history log. Dso (downstream occlusion sensor) was replaced for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing a smiths medical pump alarmed "cassette not attached properly" and lcd lens damage was observed. No patient was involved.